Event description:
The pt underwent a revision surgery to remove the lanx interspinous process device and implant pedicle screws at the same level to address an infection at the surgical site. The implantation date of the interspinous process device was (B)(6) 2012. It is not believed that the lanx interspinous process device contributed to the infection.

Manufacturer narrative:
Method: no testing methods performed (related device was not returned to the MFR). Labeling eval performed. The IFU indicates infection as a possible surgical complication. Results: no results available since no eval performed (related device was not returned to the MFR).